Event description:
New information received on june 10, 2019 indicates that the patient's device exhibited normal functionality after a firmware was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac defibrillator was unable to be read by the patient's remote transmitter. The possibility of a radio frequency chip issue was discussed and possibility of bringing the patient into the clinic for further investigation was discussed.